Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown size amplatzer talisman delivery sheath. There was no angulation or kinks seen on the delivery sheath. When the occluder was tested prior to implant, nothing peculiar was noted. When the occluder was deployed in the patient, the right disc deployed in a mushroom shape. The device did not make contact with any cardiac structures during deployment. It was not released from the delivery cable while inside the body. Then, a 30mm non-abbott occluder was chosen for the procedure and implanted without problems. Another 30-25mm amplatzer talisman pfo occluder was selected to close a separate patent foramen ovale (pfo). It was tested prior to implant and deployed normally. When it was deployed in the patient the right disc of that occluder also deployed in a mushroom shape. The device did not make contact with any cardiac structures during deployment. It was not released from the delivery cable while inside the body. Again, it was replaced with a 30mm non-abbott occluder and implanted without problems. There was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.